Event description:
The manufacturer received information alleging a ventilator's batteries were depleted. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's batteries were depleted. The device was returned to a third party service center for evaluation. During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.